Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high impedance. The lead was explanted and replaced with new lead. Patient condition was unknown.